Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test visually discrepant results were reported. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the physical results of the test do match what the app is trying to say. ¿ problem description: verbiage from email: ¿the physical results of the test do not match what the app is trying to say. This is dangerous if the app is stating false negatives.¿ ¿ date of event or issue: (B)(6) 2021. Customer information was not given in the amazon review and follow up cannot be completed. No further information was provided. No patient impacts.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿physical results of the test do match what the app is trying to say; this is dangerous if the app is stating false negatives.¿. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. PMA/510k: there is no 510(k) for this device as it is eua. Eua210417. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test visually discrepant results were reported. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the physical results of the test do match what the app is trying to say. Problem description: verbiage from email: ¿the physical results of the test do not match what the app is trying to say. This is dangerous if the app is stating false negatives.¿ date of event or issue: (B)(6) 2021. Customer information was not given in the amazon review and follow up cannot be completed. No further information was provided. No patient impacts.